Event description:
The patient reportedly hit their head on the implant site. Following the trauma, the patient experienced no lock between their external equipment and the cochlear implant. In 2006 the patient was seen by a company representative for device evaluation. Testing performed confirmed the device was not functioning. Surgery to explant the patient's ci device has been scheduled.